Event description:
Caller alleged imprecision using the inratio meter. Results as follows: date: (B)(6) 2010, inratio: 4.8, doctor's meter: 4.0, inratio: 5.1. Patient tested with her inratio meter in the morning, and then went to her doctor's office. At her doctor's office a venous sample was taken and applied to the doctor's meter and the patient's inratio meter.

Manufacturer narrative:
Investigation pending.